Event description:
(B)(4) study. It was reported that plaque shift and vessel jailing occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 75% stenosis and was 10 mm long with a reference vessel diameter of 3 mm. The lesion was treated with direct stent placement of 3.0 mm x 16 mm promus element¿ plus stent, resulting in 0% residual stenosis. Post deployment of the study stent, plaque shift with jailing in second diagonal (d2) was noted and no intervention was performed. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).